Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) after hearing the device ¿beep¿ for several days. An interrogation shows that the right ventricular (rv) lead had a lead warning alert for high impedance out of range on the superior vena cava (svc) coil. A check on the svc impedance had shown that the impedance had came back down to within range. The lead remains in use. No patient complications have been reported as a result of this event.